Event description:
The customer reported that on (B)(6) 2011 an erroneous, elevated vitamin b12 quality control result was generated on an unicel dxc 600i synchron access clinical system in association with the first test of a new vitamin b12 reagent pack. Subsequent quality control results from the reagent pack were acceptable. There were no patient results generated in connection to this event as the first test performed on the reagent pack, which is the result in question, was a quality control sample. Hence there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. No patient information, sample handling/collection information and system information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) replaced the transducer due to a possible sonication failure. The fse performed alignments, adjusted the voltage, and verified repairs per established procedures. The instrument was returned back into service after completion of the necessary repairs. Although hardware repairs were completed at the time of service, a definitive root cause for this event has not been determined to date.